Manufacturer narrative:
G4, d4: UDI unknown. E1: phone (B)(6). One device was received for evaluation. Visual inspection found the device to be worn, the cassette detection switch is missing, and a broken battery door. There was no evidence in the event history log. Functional testing verified the reported problem. The bolus port was missing a pin and determined to be the root cause. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the bolus dispenser does not work with the device and that the bolus dispenser was changed 3 times. There was unknown patient involvement.